Event description:
It was reported that after a breakfast of breaded chicken announced as ¿more than usual,¿ the user experienced low glucose because the system delivered insulin based on an overestimated meal announcement while no additional insulin was given before or after the meal; education was provided on correct meal sizing and use of the pause feature, and data were synced for review. Symptoms included low blood glucose to 71 mg/dl. Outcomes included recovery after consuming oral carbohydrates. Investigation included review of synced device data and user education. Investigation of this case revealed user-related use error due to incorrect meal size selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement entry.